Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on radius side assessed as fold flaw opening. Additional observations: observed wear abrasion on the device. Observed creases on the device. Observed stress marks on the device. Observed what appears to be like crater appearance on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.